Manufacturer narrative:
Additional information: breakdown of reported 17 events are as follows: cartridge crack: 2, cartridge crack, stuck in cartridge: 2, cartridge tip cracked/damaged: 10, cartridge tip cracked/damaged, device advancement issue: 1, cartridge tip cracked/damaged, iol partially delivered, lens damaged, stuck in cartridge: 1, cartridge tip cracked/damaged, override: 1. Serial numbers of suspect products: (B)(4). 15 investigations were completed and 2 are pending for the time period. From the 15 investigations: cartridge damaged, stuck in cartridge ¿ 1, cartridge tip cracked/damaged ¿ 5, cartridge tip cracked/damaged, override, stuck in cartridge ¿ 1, cartridge tip cracked/damaged, plunger rod issue ¿ 1, cartridge tip cracked/damaged, stuck in cartridge ¿ 1, no product returned ¿ 6. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 17 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Breakdown of 1 completed investigation is as follows: 1 dc-cartridge tip cracked/damaged. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: 2 investigation was completed from the period. Breakdown of investigation observation are as follows for respective serial number: (B)(6) cartridge tip cracked/damaged, lens damaged, override, stuck in cartridge (B)(6) no product returned. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.